Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) experienced about 30 seconds of comm loss with all monitored devices. No patient harm or injury was reported. Investigation summary: the root cause for this event is unknown. The customer noted having a thirty second comm loss error, requesting review of the cns logs to determine the cause. Cits confirmed that the option on the cns to capture the information regarding this event was not enabled. Therefore, no root cause can be determined.

Event description:
The customer reported that their central nurse's station (cns) experienced about 30 seconds of communication loss with all monitored devices.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced about 30 seconds of communication loss with all monitored devices. The unit was monitoring transmitter at a time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) experienced about 30 seconds of communication loss with all monitored devices.